Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that if the gantry door was opened the gantry had little vibrations. Problem was determined to be two defective fans from the gantry dual fans on the louvre-cover. Louvre-cover was bent and had to be replaced. Both fans were defective, with broken rotors. After replacing the cover pos louvre and gantry dual fans the issue was solved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there were some noticeable noises from image acquisition system (ias) while in sleep mode. No patient present.